Event description:
It was reported via legal complaint that patient underwent a left total hip arthroplasty on or about (B)(6) 2006. Subsequently, patient reports physical and personal injuries, mental and emotional distress, and pain and suffering. To date, no additional information has been provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported via legal complaint that patient underwent a left total hip arthroplasty on or about (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012 due to pain and increased metal ion levels. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain, elevated metal ion levels, cloudy fluid and gray tissue. The operative notes confirm that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Date of event - on or about (B)(6) 2006. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information from medical records and part/lot information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00162 & 2013- 03533).

Event description:
It was reported via legal complaint that patient underwent a left total hip arthroplasty on or about (B)(6), 2006. Subsequently, patient was revised on (B)(6), 2012, due to pain and increased metal ion levels. To date, no additional information has been provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the date of the revision procedure and results of relevant blood tests from the patient. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". Number fifteen states, "elevated metal ion levels have been reported with metal on metal articulating surfaces". This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.